Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received an unspecified alarm. There was no reported adverse impact to the customer¿s blood glucose related to the reported event. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.